Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. The chronic right ventricular (rv) defibrillation lead was explanted due to high out-of-range (oor) shock impedance and possible lead fracture. The replacement rv defibrillation lead was connected to the chronic device and electrogram noise associated with oversensing and pacing inhibition (five seconds of asystole) was observed. Lead diagnostic measurements were normal. The issue resolved and the clinical observations were attributed to electromagnetic interference (emi). The chronic device and replacement rv defibrillation lead remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.